Manufacturer narrative:
Report date: 30aug2021. Reporting institution phone number: (B)(6).

Event description:
The customer reported that the ventilator proximal pressure line disconnect during clinical use. The device was in clinical use at the time the issue was discovered. There was neither delay in therapy nor medical intervention reported due to the issue. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse could not confirm the customer reported problem. The fse reported that the issue was unable to be confirmed. A functional test on the relevant items was performed for verification but no abnormality was confirmed. No other anomalies were reported. The unit was then checked overall, cleaned, run-in tested, and functionally tested. No further issue reported.